Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 26367. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No connection to hibased via can cable was possible. Therefore, the history files were downloaded via com cable. The last infusion from october 2023 were investigated. No abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and a damage on the operating unit was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,02%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found be found liquid residues. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the device will be returned without repair.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "underinfusion" according to the customer: "customer phoned to report they have a pump that was infusing fluid but started alarming saying infusion completed when there was still x2 hours of fluid left to infuse. No patient harm reported and the pump was exchanged for another before it became an issue."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.